Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, low sensing and high capture threshold on the ventricular lead was noted. During lead revision fluoroscopy revealed ventricular perforation and pericardial effusion. The patient was transferred to another hospital where the lead was explanted and replaced with an epicardial lead. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.